Event description:
It was reported the stimulator turned the patient¿s life around for seven years. The patient¿s stimulator had become infected the summer of 2013 but it was noted it made an incredible difference.

Manufacturer narrative:
(B)(4).